Event description:
Event description boston scientific received information that this right atrial lead's sensing signal diminished and eventually disappeared. The lead had been in service for 29.0 months with no reported malfunction prior to its re-use with a replacement cardiac resynchronization therapy-defibrillator (crt-d) device. The patient reported feeling short of breath for approximately one month. During a follow-up examination five days after the loss of the atrial sensing signal, an x-ray indicated the lead was dislodged. The patient was hospitalized, and the following day the lead was successfully repositioned surgically. It was reported that the patient died later that same day. The physician interrogated the device and there were no arrhythmic episodes.